Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient went to the hospital for body aches, and it was discovered the site of the pacemaker implant was very red and swollen. The patient was admitted to the hospital for infection, and was started on antibiotics. Two days later, the device and lead were extracted. The physician felt the infection was due to the patient's skin lesions, and reported no allegation against the devices. The physician also indicated the patient is not pacemaker dependent.